Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 25-mar-2026. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained cartridge and returned cartridge testing of act kaolin cartridge lot r25295 met the acceptance criteria in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a 81-year-old female patient with afib. There was no additional patient information available. Return product is available for investigation. Method date collected tested result(secs) heparin dosage heparin time (B)(6) 2025 12000 ml 15:32pm I-stat (B)(6) 2025 16:07pm 16:07pm >1000 I-stat (B)(6) 2025 16:16pm 16:16pm 261 (B)(6) 2025 1000 ml 16:20pm I-stat (B)(6) 2025 16:29pm 16:29pm 271 (B)(6) 2025 3000 ml 16:31pm I-stat (B)(6) 2025 17:00pm 17:00pm >1000 at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: (B)(4)), the I-stat kaolin activated clotting time (kaolin act) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery.